Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(4). Batch: 19555413 / 19976242.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. Reprogramming was performed, however, unsuccessful. It was also noted that the patients ipg was unable to be charged. The patient underwent an explant procedure. The explanted ipg and leads were not returned as they were discarded by the medical facility.